Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. A visual and microscopic examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. A longitudinal tear was identified in the balloon material beginning at the distal end of the proximal markerband which extending distally across the balloon for approximately 14mm in lenght. No issues were identified with the balloon material that could have contributed to the damage identified. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. This damage is consistent with excessive force being applied to the delivery device. No issues were noted with the hypotube that could have contributed to the damage identified. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon ruptured occured. A 75% stenosed target lesion wss located in and severely calcified superficial femoral artery. The lesion was pre-dilated and a non bsc stent was implanted. Post dilation was performed; however, partial dilation failure occurred. Subsequently a 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at multiple infations, it was noted that the balloon caught the edge of the stent and the balloon ruptured. The procedure was completed with a different device. There were no complications reported and the patient is in a good condition.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon ruptured occured. A 75% stenosed target lesion wss located in and severely calcified superficial femoral artery. The lesion was pre-dilated and a non bsc stent was implanted. Post dilation was performed; however, partial dilation failure occurred. Subsequently a 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at multiple infations, it was noted that the balloon caught the edge of the stent and the balloon ruptured. The procedure was completed with a different device. There were no complications reported and the patient is in a good condition.